Event description:
Event was determined reportable based on analysis completed in 2008. It was reported that during an in-stent restenosis treatment procedure, a cutting balloon rupture occurred. The 90% progressive in-stent restenosis and severely calcified lesion was located in the tortuous proximal left anterior descending (lad) artery. Vascular access was gained via the radial artery. The ultra 2 monorail cutting balloon was advanced through a previously placed unspecified stent and inflated to 8 atms about 4 to 5 times. The cutting balloon ruptured at an unspecified atm. The device was removed as a unit. The procedure was successfully completed. There were no patient injuries or complications. The patient's status was reported as "good". Analysis revealed a fractured blade.

Manufacturer narrative:
Returned product analysis revealed two cracks on one of the blades. A crack measuring 1mm was located on the proximal end of the blade and a second crack measuring 2.5mm from the end of the blade. It was confirmed that no part of the blade was missing. The balloon would not inflate due to a pinhole present in the balloon material adjacent to the cracked blade area and uneven material was evident at the leak area. One other blade was bent on the proximal end of the balloon. A 0.014" guide wire could not be fully inserted due to a kink present on the inner lumen adjacent to the proximal marker band. The wire would not pass proximally or distally to the kink area. All three blades were fully bonded to the balloon surface. No rough edges or indentations present on the distal marker band. No damage present on the distal tip. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.